Event description:
It was reported that a patient presented with dislodgement resulting in an impedance issue and loss of capture. Fluoroscopic imaging was performed and confirm the dislodgement. During the revision process, the lead helix was unable to be extended after retraction. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, impedance problem, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and impedance problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix fully extended and clogged with blood/tissue. X-ray examination found the inner coil at the connector region over-torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be retracted/extended, and helix extension met specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil.

Event description:
New information received notes that the lead dislodged into the right atrium.